Manufacturer narrative:
(B)(4). During investigation by baxter, this event was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 on the homechoice (hc) machine during drain 3. The home patient (hp) had disconnected in dwell 3 and did not make it back to the hc on time, the technical service representative explained the alarm, which was caused by the hp not connected during drain. The hp will do a manual exchange to finish therapy. No further information is available. There was no patient injury or medical intervention indicated at the time of the initial report.